Event description:
In 2002, the dr attempted to insert three bone screws to apply an external fixator. The dr was using longer screws (35101), that were not those provided in the kit of the radiolucent wrist fixator that was being used. The screws broke during insertion when they came into contact with the second cortex. The dr chose to leave a portion of each screw in situ in the radius and opened a new kit and used the screws provide therein. The case was completed without further incident. The fixator was removed in 2003 when treatment was complete.